Event description:
During follow-up performed on (B)(6) 2013, some oversensing episodes were observed in device memories in both artial and ventricular channels. An analysis is requested.

Manufacturer narrative:
(B)(4) 2013 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.